Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user failed to push messages when changing name of the device. A technical support specialist (tss) dialed into the server and sent the load and count inventory messages for the stations. Customer confirmed that the inventory reached the electronic health record and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had push load messages to epic. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.